Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical endoscopic resection of rectal cancer, handle was used for rectal resection, but after clamping, the green button was pressed however surgeon could not squeeze the handle and the device did not fire. The handle was replaced and it fired normally. There was no patient injury.